Manufacturer narrative:
A manufacturing investigation was performed for the subject device (brand name lamina spreader f/t-pal, part number 03.812.040, lot number t104541). The subject device was returned to the manufacturer with the complaint condition stating during the case, part of the internal spring of the lamina spreader snapped off. All broken off pieces were removed from the patient and the surgery was successfully completed. The visual inspection has shown that one leaf spring is broken as complained. The front part of the broken spring was not sent back for evaluation. The lamina spreader is in a used condition with different signs of wear all over. The manufacturing documents were reviewed and no complaint related issues were found. The review of the complaints history has shown that there are already complaints registered for the part 03.812.040 with lot t104541. For the last three complaints, (B)(4), a manufacturing evaluation at the manufacturing site was performed and it was in both evaluations it was determined that the spring was manufacturing according to the specification in relation to material, hardness and dimensions. Based on this, it can be concluded that the lot t104541 was manufactured according to the specification and that an additional investigation of the present device from complaint (B)(4) would add no value. The manufacturing site had opened a nonconformance previously for further investigations but during this action it was not possible to identify a definite root cause. Different actions were taken which could help to reduce the risk of a spring breakage in the future. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 03.812.040, lot# t104541. Manufacturing location: (B)(4), manufacturing date: jul 17, 2014. No non conformance reports were generated during production. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on jul 15, 2014. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that during the case on (B)(6) 2017, part of the internal spring of the lamina spreader snapped off. No patient harm reported. Surgery was completed successfully without delay. All broken pieces were removed from the patient and the patient outcome was reported as good. This report is for one (1) lamina spreader. This is report 1 of 1 for (B)(4).